Event description:
It was reported that the external pulse generator appeared as though something had been spilled on it. It was further reported in the technical services call that the battery compartment appeared as though the battery had been leaking. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the generator appeared as though something had been spilled on it, nor of possible battery leakage as no battery was returned with the device. Analysis did note that the upper and lower cases, battery release and battery drawer were contaminated, that the battery release spring, battery contacts and battery flex were corroded, the ring was bent and the keyboard scratched. (B)(4).